Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was later extracted.

Manufacturer narrative:
Notify date for lead extraction should be (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited rising threshold values. The lead was reprogrammed off, and remains in the patient. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.